Event description:
The electronics within the table of the MRI scanner are not protected from liquids. When a pt urinated on the table top during an MRI scan, the urine leaked down into the electronics inside the table which eventually caused the electronics to malfunction. Siemens needs to seal the table top to protect the table electronics or at least develop and provide a plastic table cover to protect the electronics within the table. It is unclear whether there is a potential risk of shock to the pt when the liquids mix with the electronics in the table while the pt is being scanned by the MRI scanner.